Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient with an implantable pump. On (B)(6) 2021, it was reported that, at the pump refill on (B)(6) 2021, the removed volume was 16.5 ml instead of the 1.6ml expected. The patient was more painful lately, but as the patient had cancer, it was difficult to determine the reason of the increase in pain symptoms. The pump was refilled with 20 ml of fluid and the volume would be checked again at the next refill scheduled for (B)(6) 2021. It was noted that the patient received an MRI on (B)(6) 2021. The pump was controlled after the MRI and the motor did recover 45 minutes after the procedure. The issue was not considered resolved at the time of the event. The patient's status was listed as "alive - no injury".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The serial number of the pump was clarified as being (B)(6). Resolution of the volume discrepancy was not determined. Regarding further actions planned to resolve the issue, the patient was to be seen by another physician within 2 months to do further investigation if needed. It was further indicated that the healthcare provider does not wish to provide additional information about the case.